Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. However, it was noted that incorrect instrument was used and this failure could be attributed to user error. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Depuy synthes has been informed the catalog number and lot number are unavailable.

Event description:
Patient scheduled to undergo an acl reconstruction procedure with rigidfix femoral system at (B)(6) hospital on (B)(6) 2016. While surgeon was performing arthroscopy of left knee joint prior to reconstruction, it was noted that one of the instruments provided for the procedure, the rigidfix frame instrument, was for ¿bone tendon bone¿ rather than ¿soft tissue¿ as expected. This particular version of the rigidfix frame instrument was not suitable for the intended surgical technique. Due to the limitations resulting from the ¿soft tissue¿ rigidfix frame instrument being unavailable, surgeon clamped components of instrument together to create channel for drill trocar & sleeve. First tunnel was drilled uneventfully; following drilling the second crosspin tunnel it was noted that the two tunnels were not parallel as required. As a result, a further second crosspin tunnel was drilled freehand, without use of the rigidfix instrument, using orientation of the first pin to ensure parallel placement. Thirty minute delay to procedure. At time of arthroscopy it was noted that patient had significant osteoarthritis